Event description:
It was reported that one day post implant, the physician observed crosstalk on the ventricular channel after an atrial pace. It was confirmed that the leads did not move. The physician elected to program the device to vvi mode. Analysis of the device suggests a lead issue. Lead remains implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.